Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a "cassette is not aligned" occurred to a smiths medical cadd-legacy® plus pump. There were no reported adverse effects.

Manufacturer narrative:
One cadd-legacy pump was returned for analysis. Visual inspection revealed that the latch spring is damaged causing the disposable set to not properly plug or wrongly detected by the pump. The main board and the latch spring were replaced in order to resolve the issue. After repair of the pump, it passed all tests.